Event description:
It has been reported that the AED did pass self diagnostic check.

Manufacturer narrative:
(B)(4) . Product evaluation pending. Issue is being reported as alert could not be cleared by operator.